Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas c 111 with ise. The customer stated they have been having ongoing issues with the ise tests on the analyzer. The patient sample initially resulted in a sodium value of 131 mmol/l. The customer had been monitoring results due to ongoing issues and questioned the low value. The sample was repeated on a second analyzer, resulting in a value of 140 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the c111 analyzer is (B)(6). The customer changed the sodium electrode but could then not get the system to re-start. They received mix tower alarms. The investigation is ongoing.

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1) and medwatch field g4 PMA / 510k (premarket numbers) updated. The field service engineer inspected the module and determined that defective ion-selective electrode (ise) tubes and a defective liquid level detection (lld) cable caused the event. He replaced these parts, as well as the transfer head cable detection kit and sample probe. He also adjusted the reference pinch valve and activated the electrodes. He verified the analyzer's performance by a successful reinitialization, lld frequency tests, calibrations, and qcs. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.